Event description:
It was reported that during a ptca/stent procedure, the tip of the stent delivery system (sds) separated while loading the sds onto another company's guide wire. The guide wire was withdrawn and wiped down, and the tip was removed from the guide wire. The sds was advanced again over the same guide wire and the stent was successfully deployed. No pt injury was reported for this incident.